Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13395. It was reported that the patient presented for follow up with the atrial lead sensing ventricular signals and exhibiting intermittent ventricular capture. It was also noted that the right ventricular lead exhibited failure to sense. Surface electrocardiogram determined that the atrial lead was capturing in the right ventricle. Fluoroscopy revealed lack of right ventricular lead slack, while the atrial lead was also observed to be slightly dislocated from its original position. Both leads were successfully repositioned on (B)(6) 2020. The patient was in stable condition.